Event description:
It was reported that the customer had a motor error alarm on the insulin pump for more than 3 times. No additional information provided.

Manufacturer narrative:
Findings: unit passed displacement test, basic occlusion test and prime/a33 test. However, unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with minor scratched display window. Pump received with cracked reservoir tube lip.